Event description:
Surgeon was not able to insert connector to attach the cannula to the blood pump. The cannula was found to have separated layers. The cannula had to be removed from the pt and repalced with another cannula. There was no problem with the pt. The cannula has been returned to abiomed for evaluation.